Manufacturer narrative:
Investigation of this event revealed that the most likely cause of the reported event can be attributed to the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is a known issue that was investigated under a CAPA. Controller con099532: (B)(4). The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator, that he received a call from rehab hospital about a patient who experienced 2 electrical fault alarms in morning of (B)(6) 2016. Sent in log files. He did notice that the driveline cover was pulled back a little off driveline connector. The patient was admitted. Logs sent. The engineering deemed consisted with probable contamination. On site (B)(6) 2016 for driveline cleaning. In service report dated (B)(6) 2016 - states that the patient was prepped with heparin IV and therapeutic inr levels, put was stopped during the procedure and no unanticipated events occurred. Drive line connector cleaning was done in inpatient setting and verification shown that no more issues are happening. Additional notes stated that the contaminant was observed in both connector and driveline. The patient tolerated the procedure. The patient was stable post procedure.